Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that high blood glucose and diabetic ketoacidosis led them to have an emergency room visit on (B)(6) 2015. The customer indicated that the high blood glucose and dka might have been due to a bent cannula. Customer was unable to provide any further information.